Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the luer connector of a prismaflex tpe 2000 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of patient injury or medical intervention associated with this event. No additional information is available.